Manufacturer narrative:
Based upon the clinical findings, the reported event is confirmed. Twenty eight months post implant, there was evidence to support: an acute thoracoabdominal dissection (type b); a type b intramural hematoma at the arch; hyper dilation of both the cuff (~ 42 mm) and main body superior stent margin (31mm); complete component separation; type iiia endoleak; type iiib endoleak of the cuff and main body. There was interval sac growth of approximately 1 cm, since 2012. The secondary procedure of a new thoracic graft (x2), and placement of a suprarenal bridge stent was confirmed. On the first post-operative day, the patient developed acute pupil dilation. Imaging studies confirmed diffuse cerebral infarcts (involving cerebellum, pons, mid brain) with suspicion of an acute thrombus of the left vertebral artery. The patient's family withdrew care, and the patient expired on the second post-operative day. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation findings, the overall investigation is inconclusive. However, patient factors that might have contributed to this event included continued tobacco use and uncontrolled hypertension which might have contributed an accelerated aneurysmal disease process and the confirmed type b aortic dissection (and type b intramural hematoma)from the left subclavian to just above the renal arteries.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Devices are not returned to manufacturer.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Reportedly, patient was implanted with a suprarenal to redo abdominal aortic stent graft. Patient expired, and it is non related to our device.